Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd3231-40 st. Jude ICD, implanted (B)(6) 2012; 1688tc-52 st. Jude lead, implanted (B)(6)2009. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance went up abruptly and was out of range. The lead was explanted and replaced. During the replacement procedure, the lead was disconnected and reconnected to the device, revealing varying impedances. No patient complications have been reported as a result of this event.